Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, the peg tube was replaced with a new stoma site next to the old one due to continuous purulence. The old stoma site did not close properly which led to the development of a fistula around the old stoma site. On (B)(6) 2017, the patient was operated for the gastric fistula and an infection of the abdominal lining. During this surgical removal of the fistula, it was determined that a surgical mesh the patient already had in place before the start of the duodopa treatment became infected and it was the contributing factor to all issues experienced with the peg-j tube. The patient received antibiotics for 10 days.